Event description:
The reporter stated that during a mid-foot fusion procedure, a screw broke into two pieces as it was being inserted into the pre-drill bone. The surgeon removed the retained part of the screw. The surgical procedure was prolonged by about twenty five minutes, as a result of the event. The procedure was completed using another qwix screw.

Manufacturer narrative:
The device involved in the reported incident will not be returned for evaluation. An investigation has been initiated based upon the reported information.